Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and evidence of fire and smoked in the usb socket was observed. Charging cable terminal was observed to be melted and fused inside usb port. The reader was unable to be de-cased. The returned reader was sent for further investigation and de-cased. Performed a visual inspection on the returned reader pcba (printed circuit board assembly) and observed burn marks on the usb socket which suggest that the cause of the fault was from an external issue. The returned battery voltage was measured to be outside of specification. Replaced returned battery with new unused battery and observed that the returned reader did turn on. A power consumption test was performed, and it was within specification indicating the reader did not have sufficient power to cause the reported damage. Damage observed was consistent with the melted usb from a damaged usb socket which confirmed why there was no further damage observed to the internal components of the returned reader. This issue is not confirmed to use. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device was, "very hot and smoked and the plug melted together." Customer further reports visible smoke was observed from their device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device was, "very hot and smoked and the plug melted together." Customer further reports visible smoke was observed from their device. There was no report of death, serious injury, or mistreatment associated with this event.